Event description:
Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose of 535 mg/dl. Customer was hospitalized due high blood glucose. Customer was hospitalized for two days. Customer was wearing insulin pump at the time of hospitalization. Customer states that high blood glucose may have been due to forgetting to deliver a bolus. Troubleshooting showed that insulin pump was working as designed. Customer was advised to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).